Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm that she could not clear. The customer also reported her keypad was unresponsive after receiving the alarm. The customer's blood glucose was 87 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, and minor scratches on the display window. No unexpected noises or button error alarms were noted.